Event description:
It was reported that a home patient (hp) received a high drain 105 alarm on the homechoice (hc) machine during use, while the hp was not connected. The high drain alarm indicates that the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode, meeting increased intra-peritoneal volume (iipv) criteria. The technical service representative (tsr) advised the hp to use manual supplies in order to finish the therapy. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A review of the device logs found that drain volumes met intra-peritoneal volume (iipv) criteria. During device evaluation, the device passed homechoice rite electrical and rite functional testing. The external and internal inspections found no issues. The device had successfully passed multiple simulated therapies. The root cause of the reported issue was determined to be insufficient drain due to one or more cycles advances to the next fill when slow or no flow occurred above the minimum drain volume threshold. No failure or malfunction was identified with the device that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.